Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. As the customer had changed the cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.